Manufacturer narrative:
A ge service rep performed an on site investigation. The printer connection was corrected and the software was installed during the service call.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.